Event description:
As found by implant patient registry, the 26mm sapien 3 ultra valve was explanted one year and one month post implant and replaced with a surgical valve. One year post procedure, the patient was experiencing symptoms of dyspnea and lightheadedness. He was found to be in acute decompensated heart failure secondary to aortic valve incompetence. Admitted to hospital. Tte showed ef 35%, aortic valve mean gradient 65 mmhg, aortic valve peak gradient 105 mmhg, and ava (vti) is 0.73 cm2. Aortic valve is abnormally functioning bioprosthetic valve 26 mm and not well visualized. The patient was discharged seven days later. The patient was readmitted to hospital in heart failure seven days after discharge. Per the pre-operative diagnosis was recurrent aortic stenosis. The patient underwent an aortoplasty of ascending aortic aneurysm, redo aortic valve replacement with #27 edwards magna bioprosthesis, closure of the ventricular septal defect in the membranous septum, and tavr explant. It was apparent that the tavr valve, underneath the porcine valve had grown into the mid membranous septum.

Manufacturer narrative:
Investigation ongoing. Valve remains implanted.

Manufacturer narrative:
The valve was not returned for evaluation. As not device was returned, no visual inspection, functional testing or dimensional testing could be performed. No imagery was returned for review. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of related work order was performed and revealed no other complaints relating to the relevant complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Commander delivery system with s3/s3u IFU and procedural training manual were reviewed. No IFU/training deficiencies were identified.a complaint history review on confirmed device complaints (returned and no product returned) from february 2021- january 2022 for the sapien ultra valve (all models and sizes) was performed with the codes identified below. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. Of the root causes identified, patient factors (ckd, hyperlipidemia) are potentially applicable to the complaint event.a review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for ''post-implantation - stenosis'' was confirmed from the medical record. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies.during the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''the 26mm sapien 3 ultra valve was explanted one year and one month post implant and replaced with a surgical valve. Per the pre-operative diagnosis was recurrent aortic stenosis.'' Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Review of the medical report revealed that patient has a medical history of hyperlipidemia and chronic kidney disease. It is well known that patient with patients with chronic renal disease and prior history of stenosis of the native valve may be predisposed to bioprosthetic stenosis/calcification. Hyperlipidemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. As such, available information suggests patient factors (chronic kidney disease, hyperlipidemia) may have contributed to the reported event. However, a definitive root cause is unable to be determined.since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no manufacturing non-conformances or IFU deficiencies were identified, corrective action is not required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.